Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information. Log files indicate a possible hardware issue with the nvidia graphics card: "nvrm: gpu at 0000:01:00.0 has fallen off the bus". The computer was replaced and returned to the manufacturer for analysis. Seatools computer tests did not find any errors on the hard drive. No ram memory errors were identified by memtest86. During initial testing, the computer booted normally to the application screen. The ent application and exams loaded without issue. The computer passed all phd testing. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
(B)(6). On 04/27/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative received a report from a site that while in an ear, nose & throat (ent) procedure, their navigation system was unexpectedly shutting down multiple times. The surgeon opted to continue and completed the procedure with the use of a second navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.